Manufacturer narrative:
(B)(4). Date sent: 02/19/2020. Additional information was requested, and the following was obtained: the surgeon is not willing to share much information on the patient, case, or anything and now states that it was not the stapler that failed. No further clinical information available. The event is now being described as a normal procedure with an ¿unlucky¿ outcome that happens sometimes in lar¿s. Patient is doing fine now according to the surgeon. Surgeon is not sure if it was the stapler that malfunctioned and does not want to discuss further.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial surgical procedure? Is the lot number of the device available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that the doctor performed a colectomy procedure on a patient on an unknown date and used an ecs29a circular stapler to complete the anastomosis. The patient was discharged and returned on an unknown date with an anastomotic leak. It was not reported what was done to resolve the leak. The patient status is unknown.